Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unpacking for a coronary stenting treatment procedure, stent damage occurred. The pt presented with chronic class ii functional angina. The 85% stenosed lesion was located in a non-tortuous and non-calcified left anterior descending artery with a significant bend of less than 45 degrees. The lesion was predilated with a 3.0x15mm maverick balloon. When the physician removed the device from the packaging, it was noted that the 3.50x20 liberte bare metal stent was deformed. The procedure was completed with another 3.50x20mm liberte' bare metal stent. No pt injuries or complications occurred. Pt status is satisfactory.